Event description:
After laparoscopic surgery to remove a right adenexal mass, blood noted in urinary catheter and drainage bag. Cystocopy revealed two small perforation holes in urinary bladder. Pt admitted to hosp from short procedure unit.